Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported complaint is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the guidewire became stuck within the dilator and could not be advanced. When the devices were checked after removal, skiving was noted. A stylet was not used with the transseptal needle prior to the guidewire being inserted. The procedure was completed without replacing the device and there were no adverse consequences to the patient.